Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The system was found to be operating to MFR specifications. This issue has been addressed.

Event description:
The customer reported that one of the employees experienced "burning eyes, burning throat and a cough" from an oil mist. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.